Manufacturer narrative:
The report that the device latch was broken and the device fell off the pcu, pulling out the central line, could not be confirmed. It was noted on inspection that the pca module was missing the entire release latch assembly with no physical signs that the rear case was damaged. The assembly requires a special tool to remove it from the device and torque screws are used as tamper resisting security; however it could not be determined if the assembly had broken at some point or if it had been removed prior to or after the reported incident. A root cause could not be definitively identified for the reported event; however based on the pca missing the entire release latch assembly when received, it is suspected that the user did not follow the directions in the dfu for proper attachment of modules, indicating to rotate the module down against the mating device until the release latch snaps into place in a secure connection. The dfu states, "if not properly latched, a module can be dislodged during operation.¿

Event description:
The customer reported that the latch on the bottom of the device had already been broken when the device fell off the pcu and onto the floor. The device hit the patient's central line, and removed it from the patient. The patient needed the central line replaced.

Event description:
The customer reported that the latch on the bottom of the device had already been broken when the device fell off the pcu and onto the floor. The device hit the patient's central line, and removed it from the patient. The patient needed the central line replaced.